Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. The device is not available to the manufacturer.

Event description:
It was reported in the literature article that following an intravenous infusion of tissue plasminogen activator (tpa), the patient underwent successful mechanical thrombectomy procedure using the subject retrieval device to treat a right middle cerebral artery (r-mca) occlusion. Post procedure, a computed tomography (CT) scan revealed a subarachnoid hemorrhage (sah). However, the patient¿s level of consciousness (loc) improved but hemiparesis was not resolved. Several weeks later, the patient¿s loc decreased and a CT scan showed a ventriculomegaly. A ventriculoperitoneal (vp) shunt was placed to treat the ventriculomegaly. It was reported that the patient condition ¿became fine¿. No further information was provided.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and ventriculomegaly are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in the literature article that following an intravenous infusion of tissue plasminogen activator (tpa), the patient underwent successful mechanical thrombectomy procedure using the subject retrieval device to treat a right middle cerebral artery (r-mca) occlusion. Post procedure, a computed tomography (CT) scan revealed a subarachnoid hemorrhage (sah). However, the patient's level of consciousness (loc) improved but hemiparesis was not resolved. Several weeks later, the patient's loc decreased and a CT scan showed a ventriculomegaly. A ventriculoperitoneal (vp) shunt was placed to treat the ventriculomegaly. It was reported that the patient condition "became fine." No further information was provided.